Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's rate response on the pacemaker was set too aggressive. The patient complained of rapid heart rate and chest pain with little activity. The device remains in use. There were no further patient complications reported as a result of this event.